Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had an irritation from 1 of the electrodes. The patient reported that her skin was red and open, and she had been using unscented lotion on the area. It was suggested that the patient contact her physician for alternative remedies to treat the condition. It is unknown if the patient contacted her physician or received medical attention. It was then reported that the area is no longer open, but there is a red mark where the electrode sits.

Manufacturer narrative:
Device evaluation. Electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.